Event description:
In 2002: pt explained that "y" yoke got caught under their adam's apple and pt woke up choking. Two days later pt called stating that the tubing bent at the "y" and pt went without their CPAP pressure and is not sure how long this went on.